Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/03/2015 with the following findings: investigation revealed the text on the display screen was found to be dim, faded and reddish. The battery compartment was also cracked below the pad. Unrelated to the complaint, the bolus button was found to be detached and missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
Investigation revealed the text on the display screen was found to be dim, faded and reddish. The battery compartment was also cracked below the pad. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 06/03/2015.